Manufacturer narrative:
Approximate age of device: 1 year, 6 months. The explanted device is expected to be returned for analysis. It has not yet been received. The attached user facility medwatch report was received from the (B)(6) registry. The user facility number was not provided. The (B)(6) identifier is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. Information was received from the (B)(6) registry on (B)(6) 2015 stating: increased flow and power consumption in setting of increasing ldh. Patient outcome: exchange. Thrombus event: signs or symptoms: hemolysis. Thrombus event: signs or symptoms: abnormal pump parameters. Device malfunction causative factor: no cause identified.

Manufacturer narrative:
It was reported that the pump would not be returned for evaluation. The report of suspected thrombus was confirmed based on a submitted photo from the hospital taken at the time of the explant. The photo of the proximal-side of the inlet stator revealed a thrombus ring situated on the inlet bearing ball and cup. The thrombus formation could have contributed to the reported elevation in the patient's lactate dehydrogenase level and could have also potentially created additional resistance on the spinning rotor and contributed to the reported elevations in pump power. Hemolysis and device thrombosis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was started on a heparin drip upon admission to the hospital at the time of the event with an inr goal range of 1.8-2.5. The patient's inr on admission was at 2.7 due to a significant amount of large gastrointestinal bleeding. It was reported that the patient acquired antiphospholipid antibodies following a hematology work up.